Event description:
It was reported that a patient presented high lead impedance readings during a routine office visit. The patient's device was programmed off as a result. The physician ordered x-rays and referred the patient for a surgical consult. Additional information received revealed that the x-rays taken were not helpful and would not be sent to the manufacturer for review. There were no reports of trauma or manipulation that could have caused the high lead impedance. Revision surgery is likely to address the high lead impedance.